Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump woke him up with a threshold suspend alarm. His glucose levels at the time of incident are unknown; however, on the phone his sensor glucose was 70 mg/dl and his blood glucose was 123 mg/dl. During troubleshooting a lump at the customer's insertion site was found. He attempted to change his sensor and found that the needle was difficult to remove. When he inserted the new sensor it would not connect to the transmitter. He confirmed that both sensors came from the same box. The new sensor will be returned for analysis and two replacement sensors were shipped to the customer.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor found the sensor cannula was broken and the broken part is missing. Inspected the used insertion needle found a small hook at the tip of the insertion needle. Unable to confirm if the sensor was received in said condition due to the sensor was returned opened and used.